Manufacturer narrative:
Customer report of balloon deflation was not confirmed. Balloon failed to inflate as latex was fully detached from both the proximal and distal bonds. Residual adhesive was visible at both proximal and distal bond sites. Balloon latex appeared slightly baggy in the center. Contamination shield/introducer not returned. All through lumens were patent without leakage. There was no visible damage observed to the catheter body. This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that this doctor has used the vip catheter before, and the balloon could not be deflated. Follow up indicated that there was no patient complications.